Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the dn to rear te cable was severed and missing. The root cause for the missing trunk cable was physical abuse. There was no death or adverse event associated with the belt malfunction.

Event description:
04/25/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functional testing.